Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of noisy signals. Technical services (ts) noted that the noise looked non-physiological, and there was pacing inhibition that resulted in an asystole. The clinician noted that they will follow up with the patient. The lead remains in use. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of noisy signals. Technical services (ts) noted that the noise looked non-physiological, and there was pacing inhibition that resulted in an asystole. The clinician noted that they will follow up with the patient. The lead remains in use. No adverse patient effects were reported. Additional information indicates that the patient is very symptomatic while running threshold tests when reaching loss of capture (loc). However, the patient is not symptomatic with the artifact. The physician may do further actions to determine if the artifact is true ventricular tachycardia (vt) or ventricular fibrillation (vf). The lead remains in use. No additional adverse patient effects were reported. Additional information indicates that the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of noisy signals. Technical services (ts) noted that the noise looked non-physiological, and there was pacing inhibition that resulted in an asystole. The clinician noted that they will follow up with the patient. The lead remains in use. No adverse patient effects were reported. Additional information indicates that the patient is very symptomatic while running threshold tests when reaching loss of capture (loc). However, the patient is not symptomatic with the artifact. The physician may do further actions to determine if the artifact is true ventricular tachycardia (vt) or ventricular fibrillation (vf). The lead remains in use. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of noisy signals. Technical services (ts) noted that the noise looked non-physiological, and there was pacing inhibition that resulted in an asystole. The clinician noted that they will follow up with the patient. The lead remains in use. No adverse patient effects were reported. Additional information indicates that the patient is very symptomatic while running threshold tests when reaching loss of capture (loc). However, the patient is not symptomatic with the artifact. The physician may do further actions to determine if the artifact is true ventricular tachycardia (vt) or ventricular fibrillation (vf). The lead remains in use. No additional adverse patient effects were reported. Additional information indicates that the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to field d6b: explant date.